Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that there was no connection between the programmer and devices. It was indicated that the touchscreen was out of calibration and the connector to the touchscreen required cleaning and reseating. The programmer was repaired and returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no connection between the programmer and devices; attempting with a different rf head did not resolve the issue. The programmer was returned for repair. No patient complications have been reported as a result of this event.